Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose. Customer's blood glucose was 254 mg/dl. Customer's blood glucose at time of call was 523 mg/dl. Customer was unable to complete troubleshooting. Customer's nurse mentioned the customer may have adjusted the settings on the device. Customer will not be returning the device for analysis.